Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that at the beginning of the cartridge use it was noticed that there was more than what was in the cartridge. A more than 20 unit difference. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the black box showed no activity related to the complaint. The remaining insulin was calculated accurately during testing. The pump was primed until 20 units remained in the cartridge, and a low cartridge warning was given. The cartridge was removed and 20 units were visually confirmed to be remaining. No debris was found in the cartridge compartment. The history settings complaint was unable to be duplicated during the investigation.